Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving morphine (unknown concentration at 1.99 mg/day) and marcaine (unknown concentration at "about 1.08 mg/day") via an implantable infusion pump. The indication for use was noted to be spinal pain. It was reported that the patient was supposed to have a refill but they were unable to find the port. It was confirmed via fluoroscopy that the pump was flipped "sideways and upside down." They tried to manually flip it back, which caused pain, but they were unable to do so. As a result they were unable to perform the refill. She only had a "few days of medication left." She had no falls or trauma and hadn't noticed any changes at the pump site and no movement. A revision was scheduled to correct the flip. The patient was concerned that the surgeon would decide to remove the pump but she said that the pump helps so much that she would like to continue with pump therapy. No further complications were reported.

Manufacturer narrative:
Continuation of concomitant medical products: product ID: neu_unknown_prog, serial# unknown, product type: programmer, physician. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer on 2019-oct-10. It was reported that the pump was revised on (B)(6) 2019. After the surgery, the manufacturer representative reportedly did not do a priming bolus, so the patient went through withdrawal and "it was hell." The representative would not provide their name, and the patient's healthcare provider (hcp) reportedly did not believe what the patient was saying.